Event description:
The facility's biomedical technician reported a fail code 814:01. The biomedical tech stated they have no record of any pt incident involving the pump since the last baxter service event.